Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for implant using a 9f amplatzer talisman delivery sheath. The occluder was prepared in accordance to the instruction for use. It was noted during procedure that the patient suffered respiratory arrest and cardiac arrest. The patient had to be resuscitated. Once resuscitated the patient's condition stabilized. The occluder was successfully implanted and there was no clinically significant delay in procedure reported. There is no allegation of malfunction against the abbott device or procedure. The patient was hospitalized for monitoring. The cause of the patient's respiratory and cardiac arrest is attributed to propofol used for procedure. The patient was stable and discharged at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of respiratory and cardiac arrest was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the respiratory and cardiac arrest appears to be related to the procedural condition (medication administered ¿ propofol). The reported unexpected medical intervention and hospitalization were results of case-specific circumstances as the patient was resuscitated and then hospitalized for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.